Manufacturer narrative:
B5- the reporter indicated that a 12.6mm, vticm5_12.6, -2.50/+2.0/091 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. Refractive surprise was observed. Lens remains implanted. Cause of the event is reported as unknown. H6- work order search: no similar complaint was reported for units within the same lot. Claim# (B)(4)

Manufacturer narrative:
B1 - corrected to adverse event in initial MDR. B2 - corrected to required intervention to prevent impairment/damage (devices) in initial MDR. . B5 - "on 08/11/2022 the lens was exchanged with a same model/ shorter lens due to refractive surprise. The problem is resolved." Should be added to the initial MDR. D6b - explant date 08-nov-2022 should be added to initial MDR. H1 - corrected to serious injury in initial MDR . H6 - health effect - impact code: 4629 should be added to the inital MDR. Claim#(B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found an optic deformed and haptic broken/deformed to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H4 - device manufacture date: 28-oct-2020 should be added to the inital MDR. Claim # (B)(4).

Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Expiration date unk. Implant date: unk. Explant date: unk. This product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients right eye (od). The patient experienced a refractive surprise and the lens remained implanted. Additional information has been requested but none has been forthcoming.